Event description:
It was reported that the patient presented for a device evaluation. After interrogating the pulse generator with a magnet, the device inappropriately went into backup mode. The back up mode was reverted and resolved. The patient was in stable condition.